Event description:
It was reported that during a previous follow up visit the implantable cardioverter defibrillator (ICD) device showed battery voltage of 2.96v. However, approximately seven months later the battery voltage had significantly decreased. It was also reported that the ICD had triggered elective replacement indicator (eri). The ICD was replaced with a competitor device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.